Manufacturer narrative:
(B)(4). A follow-up MDR will be sent when the plant finishes the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported during fill 1 he found a leak from a hole in the patient line. He was advised to reset with new supplies. The set has not been made available for evaluation. During follow up the patient's pd nurse reported he had clear effluent. He did not have any signs of infection or complications. He was not prescribed any antibiotics.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.